Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 400 mg/dl and current blood glucose value is 199 mg/dl. Customer reported other blood glucose value was 159 mg/dl. The customer did not provide any symptoms regarding to high blood glucose. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was visited due to high blood glucose on (B)(6) 2018 at 8:30 am with the blood glucose of 400 mg/dl. The customer stated that the reason of hospitalization was ketoacidosis. Customer stated they had an infusion set with bent cannula that resulted the high blood glucose. The customer was wearing the insulin pump within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin delivery at the time of the incident. During troubleshooting, customer identified that the time and date were not correct and that the basal rates were not programmed accurately. Customer performed high pressure test, self test and both were passed.